Event description:
It was reported that the ventilator failed flow transducer test during pre-use check. There was no patient involvement. Manufacturer's ref #: (B)(4).

Event description:
Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
No service was requested by the user facility who performed repair themselves. No ventilator logs have been provided and no parts have been returned for investigation.no investigation has been possible, therefore the root cause of the reported event has not been determined. H3 other text : 4117.